Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer was changing the battery the time went blank. Customer reported that crack was found on the case of insulin pump and near the window of the reservoir up to the escape button. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.